Manufacturer narrative:
The field service engineer (fse) observed fluid underneath the instrument and noted +1350 vdc (volts direct current) elevated at +1425. The fse noted the fluid leak was caused by black striped pinch tubing through line nc vl-22 which had become disconnected from fitting ff-69, allowing the sheath tank to empty through the disconnected fitting. The fse replaced the disconnected pinch tubing and resolved the fluid leak issue. The fse replaced the laser prior to the event. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported approximately two hundred (200) milliliters of clear, odorless fluid leaked under the instrument and on the counter during system startup involving the coulter hmx hematology analyzer with autoloader. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed at the time of the event. Patient results were not generated. There was no patient impact associated with this event. The instrument was turned off and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place.